Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: review of the black box data revealed no activity outside of normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues; no overheating, alarms or warnings occurred during the investigation. The electrical current was evaluated and found to be within the required specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue at the battery compartment using (B)(6) lithium battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.